Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of system not providing pain relief was not determined. The information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient desired for system explant. The rep reported that the system didn¿t provide pain relief. The system was explanted on (B)(6) 2017. The issue was resolved at the time of the report. No further complications were reported.